Event description:
It was reported that, during a cruciate ligament surgery, after using a 50° tristar wand for 1min, it was found a metal electrode ball has fallen off. The wand integrity had been confirmed before surgery. The ball was not found when looking for it in the surgical field of vision and suction equipment. In consequence, the ball was left inside the patient. The procedure was completed with the same faulty device and there was a surgery delay greater than 60min. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: b5: event description updated.

Event description:
It was reported that, during a cruciate ligament surgery, after using a 50° tristar wand for 1min, it was found a metal electrode ball has fallen off. The wand integrity had been confirmed before surgery. The ball was not found when looking for it in the surgical field of vision and suction equipment. In consequence, the incision had to be extended by 5cm in an attempt to find the ball, which was left inside the patient. The procedure was completed with the same faulty device and there was a surgery delay greater than 2 hours. No other complications were reported.

Manufacturer narrative:
H10 h3, h6 the device, used in treatment, was returned for evaluation. A relationship between the device and reported incident was established. A review of manufacturing records for the reported lot number found no non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions. Risk management documents review found no additional risks that require to be added to the reference document. No further additional actions are required at this time. Review of the product instruction of use found adequate warnings and precautions to prevent damage to the device during use. The tristar 50 icw device passed cytotoxicity testing and is considered non-toxic. With the information provided the impact to the patient cannot be concluded. Additionally, the patient impact cannot be determined due the retained electrode. No clinically relevant supporting documentation was provided for inclusion in this medical investigation. No further medical assessment can be rendered at this time. Visual inspection shows minimum electrode erosion. One detached electrode and the ball wire is missing. The electrode screen is bent. The wand was connected to a compatible controller and activated in saline solution and performed as intended. The suction line performed as intended. The complaint was verified. A root cause cannot be determined with confidence. Factors that could have contributed to the event include: (1) hitting the device tip against a hard surface such as an insertion cannula (2) using the device as a lever to enlarge surgical site (3) mechanical displacement of tissue through applied force. No containment or corrective actions are recommended at this time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.